Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection procedure, the target tissue was not cut at the 2nd and 3rd firing. It seemed the deployed staples were loosely formed, so the target tissue was sutured additionally by hand to complete the case. There were no adverse consequences to the patient. Both cartridges were discarded.